Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "there are complaints from the lab that tubes are coming in with clotted blood."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, clotting was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, clotting. Testing of the control and retained lot samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided. Retention sample testing were within specification. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "there are complaints from the lab that tubes are coming in with clotted blood.".

Manufacturer narrative:
The following fields have been updated with corrected information: h.6. Investigation: bd received return samples and 3 photos for the investigation. The photos were reviewed and the customer's indicated failure of clotting was observed. Additionally, return samples were further analyzed: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to duplicate or confirm the customer¿s indicated failure mode, clotting, because clotting was observed in the returned lot samples). Testing of the control lot samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos and the returned samples provided. Bd was not able to identify a root cause for the indicated failure mode. A trend has not been identified.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "there are complaints from the lab that tubes are coming in with clotted blood."